Event description:
Post rotator cuff surgery, the catheter broke at the pt's home during the dosage administration. The pt underwent an arthroscopy for removal of the broken segment, which was subsequently removed (catheter fragment).